Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a product performance issue. The patient underwent a surgical intervention to remove the device and implant a new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the device passed mechanical and electrical tests and is functioning normally.

Event description:
It was reported that this pacemaker exhibited a product performance issue. The patient underwent a surgical intervention to remove the device and implant a new pacemaker. No additional adverse patient effects were reported.